Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection found the bending section cover was detached and torn from the insertion tube. The bending section cover glue is cracked and a small portion of the glue is missing. The biopsy channel was inspected using a thin diameter boroscope and found no signs of missing parts, foreign materials inside the channel. The bending section cover, insertion tube, distal end cover are all non-olympus repairs. As a result of the damaged bending section cover, the scope failed the leak test. Based on the evaluation, the most probable cause of the reported event can be attributed to non-olympus parts/modifications on the scope. Olympus prohibits improper repair and modification and the instruction manual states this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is exclude from olympus¿ limited warranty and is not warranted by olympus in any manner.

Event description:
Olympus was informed that during a diagnostic procedure, a piece of the distal end of the scope broke and fell inside the patient. There was no patient injury reported.